Event description:
Following trna ablation, while performing pacing maneuvers to assess the success of the procedure, the patient developed atrioventricular block. A temporary pacemaker was placed. No further complications occurred. It is suspected that the av block may have been caused by mechanical contact with the conduction system. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-83456) is an ous configuration not available in the us and is therefore not referenced in the gudid database.